Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: pentaray catheter. Model #: unknown. Lot #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system. Mapping with the pentaray catheter was completed and while performing the registration for merge with the computed tomography, a "silent map shift" was seen. The map shifted downwards, approximately 1cm. The ablation catheter was outside the fast anatomical map geometry. The catheter was confirmed to be within the heart by ultrasound. There was no metal interference or other alerts on the carto 3 system. No cardioversion was performed before or after noticing the shift. However, it was noted that one of the chest patches had become disconnected and moved about 1cm from original location. It is not known when this occurred and the migration was not noted by the system as the patch remained within the mapping field. The user reconnected the patch and was advised to start a new map and re-initialize catheter visualization. The procedure was continued with no patient consequence. This event is MDR reportable as such map shifts without an error message could potentially be caused by system malfunction and there would be a potential risk to the patient.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system. Mapping with the pentaray catheter was completed and while performing the registration for merge with the computed tomography, a "silent map shift" was seen. The map shifted downwards, approximately 1cm. The ablation catheter was outside the fast anatomical map geometry. The catheter was confirmed to be within the heart by ultrasound. There was no metal interference or other alerts on the carto 3 system. No cardioversion was performed before or after noticing the shift. However, it was noted that one of the chest patches had become disconnected and moved about one centimeter from original location. It is not known when this occurred and the migration was not noted by the system as the patch remained within the mapping field. The user reconnected the patch and was advised to start a new map and re-initialize catheter visualization. The procedure was continued with no patient consequence. Troubleshooting revealed that one of the chest patches disconnected and had moved approximately one centimeter; however, the patch remained within the mapping field and caused the reported issue. The patch was reconnected. The customer declined service. The procedure proceeded without issue. The system is ready for use. The device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.